Event description:
It was reported that there was a smell coming from the 9600+ system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery pack and the s-ram battery. The system was tested and found to be working as intended and placed back into service.